Event description:
This lead perforated the patient and was capped and replaced with another pacer lead on (B)(6) 2012. While upgrading this patient to a competitor's bi-v ICD system on (B)(6) 2012, the physician explanted this lead.